Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that the 5mm trocar seal leaked, the 11mm trocar top main seal tore and leaked and the ms512 reducers would not stay closed and leaked. There was no consequence to the pt.